Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using alaris pump module smartsite infusion set there was a check valve malfunction. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the secondary line backed up into the primary line.

Manufacturer narrative:
H.6. Investigation: two samples were returned for investigation by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with normal saline. A bd secondary set primed with blue dye water was attached to the primary sets. The sets were allowed to free flow. No instance of back flow was observed. The customer complaint that the secondary line backed up into the primary line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 21119522 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21119522 regarding item # 2426-0007.

Event description:
It was reported while using alaris pump module smartsite infusion set there was a check valve malfunction. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the secondary line backed up into the primary line.